Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a stroke while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is also alleging atrial fibrillation (afib) while using the machine. Patient also alleged that they are now getting a pacemaker. Please see section h6 for this updated information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of harm, had stroke. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue of harm, had strock, sleep apnea, atrial fibraillation while using the device. Patient also alleged that they are now getting a pacemaker. Strock requiring 5 days in hospital. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed an unknown contamination, along with dust like material on the front panel, top enclosure. White dust like contamination is found the air inlet on the blower box. Observed ring like contamination around the iso port, unknown brown contamination consistent with a dried liquid was found in bottom enclosure.internal investigation shows a moderate amount of dust-like material in bottom the bottom enclosure. A heavy white dust-like contamination observed in inside the blower box on the blower cap seal, blower, blower seal, and blower isolators. Evidence of potential water ingress is found on the bottom of the blower. A white contaminate, potentially mineral deposits is seen on the foam inside the blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the base unit. In this report, sections b1, b2, b4, h1, h6 and h11 have been updated or corrected.